Manufacturer narrative:
The customer's device was returned to the physio-control failure analysis center for additional evaluation.  The reported device issue was verified and it was observed that internal hlc batteries bt1 and bt3 from the analog pcb assembly will no longer take a charge. As a result of the hlc batteries no longer taking a charge, the device no longer had the ability to power on in order to charge and deliver defibrillation energy.  The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial visual examination of the customer's device and verified the reported issue. Physio observed that all three icons (charge pak, attention and service wrench) were present on the device's readiness display. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that following the replacement of their device's charge pak assembly and electrodes, that all three icons (charge pak, attention and service wrench) were present on its readiness display.  The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary.  There was no patient use associated with the reported event.